Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidents, which were associated with separate units, involving five separate patients. This is the third of five reports. Refer to 8030647-2018-00444 for the first patient. Refer to 8030647-2018-00445 for the second patient. Refer to 8030647-2018-00447 for the fourth patient. Refer to 8030647-2018-00448 for the fifth patient. It was reported that there was a loose connection between the flex connector and the closed suction catheter. The user stated that the connection was loose and disconnected easily during use. The issue was discovered during use and the device was replaced with no impact to the patient.